Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation there was glue on the electrode belt trunk cable connector and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to undergo incoming functional testing.